Event description:
The clinic reported during a cataract procedure, the phacoemulsification unit¿s screen would display files are corrupted. The account attempted to reboot the unit 2 to 3 times and the same screen would appear therefore the procedure could not be completed with the same unit. A back up unit was used to complete the case. No patient injury reported.

Manufacturer narrative:
Patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss replaced the hard drive, replaced the network adapter and calibrated the touch screen. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.